Event description:
It was reported by maude event report that a patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2012 due to alleged elevated cocr levels, pain, and dislocation. Patient alleges fluid was present during the revision procedure. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.